Manufacturer narrative:
The failed sample was not returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
The PICC was placed on 12/2. On 12/5 it was noted on an x-ray that the PICC had coiled on itself in the axilla. The PICC was flushed in an attempt to get better placement. It was then noted that the PICC was leaking at the wings. The PICC was removed and there was no harm to the patient.

Manufacturer narrative:
The complaint was forwarded to our catheter supplier vygon gmbh for evaluation. The investigation summary is as follows. The complaint cannot be classified as no faulty sample was returned by the user. The user reported that the catheter was leaking at the fixation wing. This type of defect is typically related to tensile tracion following the use of alcohol-based disinfectants. The user confirmed that the alcohol-based disinfectant chloraprep was used. This is the first complaint received for these batches and the 6th complaint received for catheter leakage on code (B)(4) within the last 3 years. All complaints were from this account in (B)(6) 2019. As each catheter is leak and flow tested before packaging, we do not believe that this is due to any manufacturing defect. We advised the account to use caution when cleaning catheters as per the IFU, "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." No abnormalities were found during batch history records review. The issue could not be determined to be caused by manufacturing, therefore no further corrective action will be initated at this time.

Event description:
The PICC was placed on (B)(6). On (B)(6) it was noted on an x-ray that the PICC had coiled on itself in the axilla. The PICC was flushed in an attempt to get better placement. It was then noted that the PICC was leaking at the wings. The PICC was removed and there was no harm to the patient.